Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately five years and 10 months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and ten months later, computed tomography (CT), revealed that an inferior vena cava filter was in place and well positioned within the infrarenal inferior vena cava. The prongs of the inferior vena cava extended beyond the confines of the inferior vena cava. No evidence of hemorrhage. No significant tilt to the inferior vena cava filter. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc).